Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 3.0x15mm non bsc balloon and ivus was performed. The 3.5x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but the device was unable to cross the lesion. The device was removed from inside the pt and it was noticed that the proximal edge of the stent was lifted up. The lesion was dilated again and the procedure was successfully completed by implanting a 3.0x24mm non bsc stent. No pt complications were reported with the pt's current condition listed as "good".